Event description:
Customer reported chemotherapy (cytarabine for beac protocol) leaked from a hole at the bottom of the tubing, several inches below the pumping area. Chemotherapy was noted on the floor and the pt's clothing. The pt showered and changed clothing. The spill was cleaned appropriately according to facility protocol. No pt or staff harm reported. Administration set was discarded by customer.

Manufacturer narrative:
Manufacturer's report date: 12/22/2010. (B)(4). No product returned for evaluation, customer stated the set was discarded at the facility. The lot number was not identified.